Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Reporter from (B)(6) reported there was a stain on the sterile packaging. It is unknown if the device was used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of event is unknown. If any additional information should become available, this notification will be updated accordingly.